Manufacturer narrative:
Attempts have been made to obtain the specific model and serial numbers for the (B) (4) products involved in each failure. However, at this time no further info is available. The referenced journal article: borleffs cj, van erven l, van bommel rj, van der velde et, van der wall ee, bax jj, rosendaal fr, schalij mj. Risk of failure of transvenous implantable cardioverter-defibrillator leads. Circ arrhythm electrophysiol, 2009 aug; 2 (4): 411-6. If any add'l info does become available, this report will be updated.

Event description:
(B) (4) received info from a published journal article where 2068 ICD pts with 2161 defibrillation leads were assessed for long-term lead failure rates. This study used products from four separate mfrs which included (B) (4). All cases of lead removal or capping, or placing of an add'l lead were noted. One hundred forty-six leads (n=146 leads in 139 pts) were removed or capped mostly due to pocket infections (n=36) or decubitus ulcers (n=14). Three hundred (n=300) pts died during the timeframe of this study. No specific lead MFR, model and serial number was mentioned with the reporting of this data. However, according to the article, 26 (B) (4) leads experienced an undefined lead failure and 29 leads experienced either a lead failure or lead dislodgement. Lead failures included: loss of capture or markedly elevated thresholds; loss of sensing, oversensing, or skeletal muscle stimulation; a visible conductor fracture or insulation defect seen at surgery; a change in lead impedance, judged to be caused by conductor or insulation failure; an evident fracture seen on chest roentgenogram; or MFR's returned product report confirming the failure. In addition, 62 (B) (4) leads were removed or capped during the course of this study. The (B) (4) products referenced in this study were: endotak models (0125, 0144, 0145, 0155, 0138, 0147, 0148, 0161, 0164, 0165, 0175, 0181, and 0185). No specific serial numbers were provided in the journal article.